Event description:
A zoll pt service representative (psr) contacted zoll customer support while re-fitting a (B)(6) male pt to report his battery pack would not charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to charge) was confirmed. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress of an unk liquid. No adverse event resulted form the defective battery pack. The pt received a replacement battery pack.